Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 6 - ventricular nst<=210 ms between (B)(6) 2011 18:21:44 and (B)(6) 07:54:56. The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the lead exhibited oversensing, and the device exhibited 2-3 second pauses during ventricular pacing. Further review of the device information indicated that the patient had a rate of 30-40 beats per minute for a total of 20 seconds per day. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 6 - ventricular nst<=210 ms between (B)(4) 2011 18:21:44 and (B)(4) 2011 07:54:56.